Manufacturer narrative:
Additional information - the patient was previously admitted for infection on (B)(6) 2019 and is reported under MFR #2916596-2019-01700.

Manufacturer narrative:
Approximate age of device 0 years 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on: (B)(6) 2018. It was reported that the patient was readmitted on (B)(6) 2019 due to shortness of breath and pain in left chest. The patient was found to have a bacteremia related to their peripherally inserted central catheter(PICC) line. The patient had positive cultures for actinomyces and corynebacterium. Patient was given suboxone for addiction. Patient had central vision loss in left eye but resolved. Patient was given antibiotics and was discharged on (B)(6) 2019. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infection could not be determined, and a direct correlation between the device and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas with no further issues. The heartmate 3 lvas IFU lists infection (localized, driveline, and pump pocket or pseudo pocket infection) as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU, as well as the heartmate 3 lvas patient handbook, also provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.